Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt a fluttering in their chest. A remote monitoring transmission indicated that small r-waves were noted. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.